Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Visual examination identified no device irregularities. A longevity calculation was completed and confirmed this device did not last as long as expected. Additionally, a high current drain was detected. Detailed analysis confirmed the identified high current drain was a result of two leaky capacitors. Investigation determined that the premature battery depletion was caused by the presence of excess hydrogen in the device case, and the source of the hydrogen was a liner component within the device.

Event description:
It was reported that this pacemaker exhibited premature battery depletion. At the patient's last device check, there was 3 years remaining, and now, there was only 9 months remaining. A disk analysis was performed which confirmed the device had a higher daily power consumption than expected, and a replacement was recommended. The device was then explanted and returned for analysis. No additional adverse patient effects were reported.